Event description:
It was reported that the blood was inside the insulation of the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of blood was inside the insulation was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was cut at the suture tie impression region due to procedural damage and infiltration of blood in the outer insulation in this location. The cause of the reported event was due to procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.